Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the right eye in the surgeon side console (ssc) had lines and discoloration. The system was in a single console configuration during the call with the intuitive surgical, inc. (Isi) technical support engineer (tse). The touchscreen was normal when switching between both eyes. The customer reseated the endoscope and used a backup camera, but the issue persisted. The tse had the customer perform a hard power cycle on the ssc and reseat the blue fiber cables on both ends with no change. The system was not connected to the system logs for live error review. The customer continued with the procedure and later called back to inform that the surgeon would switch to another ssc to complete the procedure. The tse recommended unplugging the blue fiber cable before removing the original ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped cables and confirmed the image distortion in the right eye of the ssc. The fse replaced both high-resolution stereoscopic viewers (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci products to perform failure analysis. The hrsv (B)(6) was analyzed and installed on the right side of the printed circuit assembly pca) test system. No errors were found at startup. However, the monitor in the right eye had horizontal lines. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The second hrsv (B)(6) was also analyzed and installed on the right side of the pca test system. There were no errors at startup after ten power cycles. The image was clear and sharp. The monitor was in good condition and the screen was bright.